Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. Analysis of the pump found over-infusion with an undetermined root cause. The pump was found to be over-infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Analysis of the catheter found damage on the catheter body; the transition tube was torn. Interrogation of the pump determined it was used to infuse fentanyl 50.0 mcg/ml at 15.004 mcg/day, and bupivacaine 30.0 mg/ml at 9.002 mg/day.

Event description:
The pump and catheter were returned to the manufacturer for disposal only. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.